Manufacturer narrative:
B5: upon additional information, the dislodgment occurred "at the port that would have been closest to the pump". The event occurred during setup while hanging the primary bag. There was no patient involvement. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set dislodged from the administration port. This occurred while hanging the primary bag. The process step during which this occurred was unknown. It was unknown if a patient was connected during this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.